Event description:
Boston scientific received information that high pacing impedance on the left ventricular (lv) lead was observed. Upon examination the lead had a conductor fracture just above the suture sleeve. The physician believed that the fracture and subsequent coiling of the lead may have caused the out-of-range impedance measurements. The lv lead was explanted; however, it sustained further damage during the procedure. A new lv lead was implanted which presented good measurements. The lv lead was no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned severed in three places 549 mm, 549-601, and 601-910 mm from the terminal pin. Dried body fluid was noted throughout the entire lead lumen. The middle segment was noted to have cuts in the insulation 554, 555, 574 and 576 mm from the terminal pin with stretched conductor coils 580 to 601 mm from the terminal pin and deformed conductor coils 554 to 556 mm from the terminal pin. In addition, the polyurethane was bent at 554 mm from the terminal pin. The inner insulation is also torn 554 mm from the terminal pin. The insulation on the proximal segment is puckered 535 to 543 mm from the terminal pin as well. Based on the analysis results, a fatigue fracture in the pocket or clavicular/first rib area could not be confirmed. It was concluded that the lead anomaly was induced in the field.